Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer configuration or mapping issue during rn accessed a medication. This issue was related to the incorrect location of the medication. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the auxiliary, the user had accessed a med to vend but had opened up the wrong cubie to the wrong medication. A technical support specialist confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer configuration or mapping issue during rn accessed a medication. This issue was related to the incorrect location of the medication. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.